Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: during investigation, the battery compartment was cracked at the threads with a piece of the case missing to the left of the bumper, and at the case seal below the bumper. Unrelated to the original complaint, the display was dim fading pink.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and the battery cap were damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.